Event description:
It was reported that the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing resulting in false tachycardia episodes. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.